Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial device exhibited abnormal capture threshold. The device was retrieved and its helix was stretched. Subsequently, the patient developed sudden-onset atrial fibrillation that was unable to be converted with external cardioversion or medication. The atrial device implant was aborted and only a ventricular leadless pacemaker was implanted. The patient was stable.